Event description:
The patient's mother reported one of the batteries to be warm, but not unbearably hot. No serious injury occurred.

Manufacturer narrative:
This type of event is addressed in the device labeling.